Event description:
Additional information received. Patient responded from follow up sent. It was reported that patient had a change in activity level which led to having to charge internal battery more often. Patient was given a list of new physicians to follow up with as their previous doctor was retired. Patient met with a rep and had battery checked and new programs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type ii and spinal pain. The reason for call was patient asked for longevity of the ins. Patient reported she noticed the implant (ins) have to charge more often and the charge doesn't seem to last as many days and takes a long time to charge the ins. Patient stated she turn off the ins at night but recently has been using therapy two nights a week due to her pain level. Patient stated the ins is for her left leg and sciatic and she has spinal stenosis on the right leg. Patient stated she fell forward four times since 2019-2020. Patient services (ps) reviewed longevity, device function and confirmed there is no damage to the external equipment. Ps confirmed patient getting 8 couplings bars when recharging the ins. The patient was redirected to their healthcare provider to further address the issue. No patient symptoms were reported.